Manufacturer narrative:
A specific root cause was not identified. The customer did not observe any fibrin or clots in the sample; the customer stated the sample was small. During a review of the alarm trace, a sample short alarm was observed from the day of the event since the measuring cell was replaced 7 days after the event and had been in use for approximately 5 years, it cannot be excluded that the service action along with the measuring cell replacement solved the instrument issue that could have contributed to the erroneous results.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs (high sensitive) on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. The initial result from the primary sample tube was 10 pg/ml. The sample tube was repeated and the result was 10 pg/ml. The sample was then aliquoted into a cup and repeated with a result of 1763 pg/ml. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 19550002 with an expiration date of 28-feb-2018. The field service engineer (fse) visited the customer site on 04-sep-2017 for preventive maintenance during which the measuring cell from 2012 was replaced.